Manufacturer narrative:
Patient medications: statin, metoprolol. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported: on (B)(6) 2023, the patient was implanted with gore® excluder® conformable aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2024, there was a reintervention to treat aneurysm enlargement for an undetermined endoleak. The patient tolerated the procedure. On (B)(6) 2025, the physician explanted all devices due to an inflammatory aneurysm (possibly infected but cultures came back negative) and for a proximal type I endoleak. Aneurysm sac enlargement (amount is unknown). The physician performed an open conversion. The patient tolerated the procedure.